Manufacturer narrative:
The insulin pump had intermittent button press noted during testing due to corroded keypad trace. No button error alarm noted. The insulin pump had missing end cap sticker noted during visual inspection.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 158 mg/dl at the time of incident. The insulin pump was returned for analysis.